Event description:
It was reported that prior to use with bd ultra-fine¿ ii insulin syringe there was a hub separation. This event occurred 3 times. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle with the shield was separated from the syringe when the shield was removed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that prior to use with bd ultra-fine¿ ii insulin syringe there was a hub separation. This event occurred 3 times. The following information was provided by the initial reporter, translated from japanese to english: the needle with the shield was separated from the syringe when the shield was removed.